Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp), via the manufacturer¿s representative (rep), who reported the lead that was implanted on (B)(6) 2020 was found to be exposed after the physician shaved the patient¿s hair for lead implant of the other side. The physician conducted a procedure to put the lead under the skin and sewed the skin together resolving the issue. The physician was going to allow it to heal before deciding to implant the other side. There were no known factors that could have caused the issue and no diagnostics were performed.